Event description:
Devices were implanted on 03/29/95. Revision from unipolar to total hip arthroplasty was performed on 04/21/98. The taper trunion of stem prosthesis was noted to be loose and worn at the time of revision, due to the standard taper adaptor and integral stem prosthesis not seating properly.